Event description:
Approx 2 hrs into treatment pt called for help. Nursing staff responding observed that the venous bloodline was separated from the catheter end. The system was cleaned and reconnected. The pt's vital signs were stable approx 300cc of nss were given. Approx bloodloss of 400-600cc. Later, after the treatment the pt experienced an episode of hypoglycemia which was treated with 50% dextrose. Pt was discharged after treatment in satisfactory/stable condition.